Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button error and keypad anomaly. Buttons are hard to push. Customer was advice to monitor the insulin pump clock if it changes which it did. Troubleshooting was performed. The cause of the button issue is sweat. Customer blood glucose is 400 mg/dl. Customer did not troubleshoot for high blood glucose level. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. No unlock on lcd keypad connector noted. Pump had cracked reservoir tube lip.